Manufacturer narrative:
(B)(4). Batch #: 598a77. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: please confirm, was there any bleeding? If yes, how was the bleeding controlled? No bleeding what amount of blood loss (mls) occurred? N/a. Was a transfusion required? No. Was there any change to the procedure as a result of the event? No, another clip applier was opened and the case finished without any further issue. Were there any patient consequences? If yes, please describe. No none. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon went to close the clip on the vessel the clip would not fully form and would not stay in place.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022 d4: batch # v96c4d investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device found that it was returned with no damage in the external components and with a clip in the jaws; the clip was removed in order to inspect the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 14 scissored clips; in addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A manufacturing record evaluation was performed for the finished device batch number v96c4d, and no non-conformances were identified.